Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient¿s ipg had an increased recharge burden. The ipg was subsequently explanted and replaced. No complications were noted during the procedure.

Manufacturer narrative:
The reported event of frequent charging was not confirmed. The ipg was fully charged and provided stimulation for a little over 24 hours on a full charge. Since the device was implanted for almost 10 years, it's normal behavior to require more frequent charging. Since the device provided 24 hours of stimulation on a full battery recharge, it met the spec. No anomalies were noted.